Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. The photos show the guide wire unraveled. The introducer needle was not pictured. The customer also returned one guide wire and the product lidstock for analysis. The introducer needle was not returned. Signs of use were observed on the guide wire. Visual examination revealed the guide wire was unraveled towards the distal end. One kink was observed towards the distal end and another towards the proximal end of the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken towards the distal end and that the weld was present at the end of the coil wire. The exposed distal core wire tip was tapered at the point of separation. Both welds appeared full and spherical. The kinks in the guide wire measured 23 mm and 426 mm from the proximal tip. The broken core wire measured 435 mm and 20 mm in length, totaling 455 mm, which is within the specification limits of 450-458 mm per guide wire product drawing; therefore , no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.610 mm which is within the specification limits of 0.610-0.635 mm per guide wire product drawing. A manual tug test confirmed the proximal and distal welds were intact. A device history record review was performed, and there were no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user , "precaution: do not advance guidewire unless there is free blood flashback. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of an unraveled guide wire was confirmed through complaint investigation of the returned sample, however, the introducer needle was not returned. The guide wire core wire was broken towards the distal end. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0- or 2.75- pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and introducer needle resistance could not be determined based upon the information provided and without the introducer needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when introducing the swg through the introducer needle, the practitioner was unable to move it forward. He then tried to remove it with difficulty. When he removed it, he noticed that the swg had unraveled. No parts remained in the patient since the distal end is present and still intact. There were no clinical consequences for the patient apart from a hematoma that may have been caused by the procedure itself". The patient status is reported as "fine".

Event description:
It was reported that "when introducing the swg through the introducer needle, the practitioner was unable to move it forward. He then tried to remove it with difficulty. When he removed it, he noticed that the swg had unraveled. No parts remained in the patient since the distal end is present and still intact. There were no clinical consequences for the patient apart from a hematoma that may have been caused by the procedure itself". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).